Manufacturer narrative:
Correction: d4: lot #, d4: expiration date, d4: unique identifier (UDI) #.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The component associated with the reported leak, the set access pre-pump pod, is manufactured by a vantive external supplier. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed in the pressure sensor of a prismaflex st100 set during continuous veno-venous hemofiltration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.